Manufacturer narrative:
An event of stuck guidewire in the delivery system was reported. The device was returned to abbott for analysis, and the investigation confirmed the stuck guidewire in the delivery system. The valve capsule was observed to have a slight kink, consistent with damage during use. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported event could not conclusively be determined. However, the reported stuck guidewire was determined to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient's annulus was measured with a 75.3mm perimeter and a 442.2mm^2 area. The valve was implanted. While removing the delivery system from the patient, as the nose cone exited the patient, the delivery system became stuck on the non-abbott guidewire. The distal end of the guidewire remained stuck in the delivery system. The guidewire was cut a few centimeters from the nosecone using nippers. The patient did present with any clinical signs or symptoms. The patient status was stable.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient's annulus was measured with a 75.3mm perimeter and a 442.2mm^2 area. The valve was implanted. While removing the delivery system from the patient, as the nose cone exited the patient, the delivery system became stuck on the non-abbott guidewire. The distal end of the guidewire remained stuck in the delivery system. The guidewire was cut a few centimeters from the nosecone using nippers. The patient did present with any clinical signs or symptoms. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.